Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the endoscopic radical resection of right colon cancer surgery, when severing colon tissue, after fired, noted the some staples malformed with irregular shape ,changed another one ecr60bs, the event re-happened and then could not open the jaw. Opened the jaw manually with big force . There was no patient consequence reported.